Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a bad battery alarm and a battery out limit alarm. The customer's blood glucose was 449 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with glucagon shots. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer stated that they did not received failed battery test after placing a new battery. The insulin pump will not be returned for analysis.